Event description:
It was reported that the emergency department came to them last week after an 8-fr silicone catheter got stuck in a child. The uncoated silicone foley catheter cuffed upon deflation, creating a ridge, and they believe there was a second incident (event date #unk, event date ((B)(6)2022) on the pediatric unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the emergency department came to them last week after an 8-fr silicone catheter got stuck in a child. The uncoated silicone foley catheter cuffed upon deflation, creating a ridge, and they believe there was a second incident (event date #unk, event date #(B)(6) 2022) on the pediatric unit.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿balloon material does not shrink quickly enough¿. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.